Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed myopotential oversensing noise on the right atrial (ra) and right ventricular (rv) lead channels. Ts provided programming and lead revision recommendations. It was noted that the ra lead is a non-boston scientific lead. No adverse patient effects were reported. The ICD and both rv and non-boston scientific ra leads remain in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.